Manufacturer narrative:
The reagent lot numbers and the expiration dates were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable estradiol and vitamin d results from patient samples tested on the cobas e411 rack. Please refer to the attachment (B)(6) for the table containing the discrepant results.

Manufacturer narrative:
The field service engineer (fse) inspected the module, performed preventive maintenance, and replaced the measuring cells. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.